Event description:
It was reported that the system has mechanical issues (loose hardware). There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on info provided, the following component has been ordered. Lift movement limit switch. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a followup report will be submitted as required.